Manufacturer narrative:
B3 - date of event was captured as first day of event month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
During the occlusion test, it was observed that instead of the plunger retracting during the occlusion phase, an audible ¿pop¿ was heard, after which the plunger stopped abruptly and displayed a ¿travel course error¿ message. The issue specifically occurred after the gauge filled up with the stopcock closed. There was no patient involvement and no harm was reported.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.